Manufacturer narrative:
The device was not returned; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or anomalies that relate to the reported issue. Based on the information available, the root cause of the reported event could not be conclusively determined. However, it is possible that patient related factors may have caused or contributed to the event. Reportedly, the surgeon had difficulty positioning the lens in the capsular bag during the original surgery. Patient has a relatively small eye (axial length 21.92mm), which could have contributed to an anatomical mismatch, with the lens possibly being too large for the capsular bag.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had difficulty positioning the lens in the capsular bag during the original surgery, as the lens haptics were noted to be ¿bent¿ posteriorly to the lens optic. Reportedly the surgeon reoriented the haptics to be more anterior to the optic; however, the optic ¿moved¿ anteriorly (anterior vault). On post-op day 1 and post-op day 7 the patient reportedly had blurry vision and the lens optic was noted to be gradually more anterior, with part of the lens touching the iris. The lens was removed and replaced with a different model lens one week later. Current prognosis was described as ¿patient doing great after iol exchange.¿ no other information is available.